Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is complete. The olympus service center confirmed the reported event which was due to a faulty cable unit. Manipulating the cable effects the image. The focus ring rotation was not smooth. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to the cable unit malfunctioning. The event might have been prevented by following the instructions for use as follows: precautions against frozen or lost endoscopic images: never excessively bend, pull, twist, coil, squeeze or apply crushing force to the camera cable. The camera cable could become damaged. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported to the olympus employee the device had no image during the procedure. No patient harm or injury was reported. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.